Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the force bipolar instrument did have a dislodged/misaligned jaw or grip tip sticking out. The instrument and the cannula were removed together. It is unknown if the ports were increased or additional ports placed. It is unknown if the jaws were closed on tissue. They did not use the release knob/key mechanism and they did not use another instrument to pry the jaws open. There was no tissue removal, no bleeding and no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to the instrument was visual inspected internal and external, no issues was identified. The instrument was placed on an in-house system, passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified. The complaint regarding the jaw being dislodged was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tip joint protruded laterally, but it was returned by hand. The procedure was completing as planned with no reported injury.